Manufacturer narrative:
Date of event: publication may 2019. The article did not provide specific serial numbers for the subject devices; therefore, it is unknown if any of the devices were returned to the service center for service/repair. The service center will continue to investigate this complaint to obtain more detailed information regarding the reported event. If additional information becomes available, this report will be updated and supplemented accordingly. (B)(4).

Event description:
The service center received an article titled ¿prospective assessment of the effectiveness of standard high-level disinfection for echoendoscopes.¿ the article states that the purpose of the study was to assess the effectiveness of high-level disinfectant between the radial and linear echoendoscopes and compare it to that of the duodenoscopes. According to the author, the user facility conducted a prospective single-center study sampling of 50 radial echoendoscopes, and 51 linear echoendoscopes immediately prior to use. Samples were obtains from both the scope¿s working channels, the radial scope¿s transducer or elevator mechanism and the linear scope¿s transducer. No multi-drug resistant organisms (mdros) were recovered from samples after the scopes were high-level disinfected. There was >0 cfus of bacterial growth noted in 6% of the scopes and > 10 cfus in 3% of all echoendoscope. The author also states that there was no significant difference in growth noted between the radial and linear echoendoscopes. The author concluded that based on the previously published duodenoscope results, the bacterial growth on the duodenoscope¿s level and elevator mechanism was higher than those found on the echoendoscopes in similar areas. This is 3 of 3 reports.